Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe foot pedals. The pedals passed the activation test and were confirmed to be functioning properly. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to defective foot pedal

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report auxiliary foot pedal was activating on its own. The pedal was resting on the floor and was activating intermittently. When staff moved the pedal, it would stop and then started activating again, when she set it down. The issue had stopped occurring during the call, but was likely to reoccur. Possible bad aux foot pedal assembly. Tse advised the foot pedal could be disconnected from the erbe, if needed.the procedure was completed with no reported injury.